Event description:
It was reported that during the implant procedure for an implantable neurostimulator (ins), impedances >40000 ohms were measured. The leads were known to be good from a previous external neurostimulator trial. The lead in the top channel of the ins had normal impedances, but the lead in the bottom channel showed impedances >40000 ohms on many electrodes. When the leads were swapped in the ins channels, all electrodes were >40000 ohms. The physician tried twisting the lead slightly when inserting, but it did not help. A new ins was used and all electrodes except 10 and 15 showed normal impedances. Additional information from the company representative reported that the ins was programmed following surgery and the patient was getting good stimulation coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found no anomaly. It was noted that setscrew #8 was backed out too far. Good, stable output was measured on all electrode pairs. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.